Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that he developed low blood glucose symptoms after the onetouch ultra meter started to display the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt stated that the battery indicator issue first occurred "2.5 week ago." He claimed he developed hypoglycemic symptoms 3 days after the reported issue began as a result of guessing his insulin dosages. It was noted that the pt takes lantus; however, his dosages were not specified and it is unk if the pt takes any other diabetes medications. Specific hypoglycemic symptoms were not noted; therefore, it cannot be confirmed if the pt suffered any serious injuries. The pt reportedly did not receive any form of treatment that was above and beyond his normal diabetes routine as a result of the reported issue. According to the troubleshooting performed with customer service, the battery needed to be replaced based on the battery life and usage. Replacement products were sent to the pt. There was no indication that the product malfunctioned. However, this complaint is being reported because the pt allegedly guessed his insulin dosages and then developed hypoglycemic symptoms after the battery indicator issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.